Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).

Event description:
It was reported that the patient¿s stimulator did not ¿even last 6 months.¿ the patient was told that the stimulator would last 5 years. In addition, the ¿leaders¿ (presumed to be lead wires) had to be changed 4 times in the past 2 years. The patient had ¿gotten so bad he can¿t even walk.¿ the patient was attempting to find a physician to remove the stimulator. Contact information was refused and additional follow up could not be done.